Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It is reported that customer's insulin pump is cracked and broken at the reservoir lip compartment. Blood glucose was not provided as customer was at school. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a stained end cap sticker.